Manufacturer narrative:
Investigation summary: this complaint alleges a bottle did not flag as positive on the bactec fx when it was confirmed to be positive through a gram stain. Bd service and the customer tried to pull the log files but were unable to. A bd field service engineer (fse) went to the customer site to pull the log files. The fse attempted to pull the logs however the data base was corrupt and diverted back to a blank database. The fse reconfigured the data base to the original state and fast objects was reinstalled. The logs were unable to be reviewed for the time frame of when the discrepant results were found. The fse instructed the customer to subculture all affected bottles. Follow up with the customer was provided to clarify that a further investigation was unable to be performed at this time due to the corrupt data base. This complaint is confirmed, and the root cause is unknown. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using bd bactec¿ fx top, there were two (2) false negative results. There was no report of adverse impact to the patient.

Event description:
It was reported while using bd bactec¿ fx top, there were two (2) false negative results. There was no report of adverse impact to the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.